Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed the customer reported issue. The latch sensor was defective. The investigation determined the latch sensor was defective and the dso seal was damaged. The latch sensor and dso seal were replaced.

Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement.